Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. There was no motion sensor test failure alarm. They were unable to perform functional testing including displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify the motor position encoder error alarm in the alarm history screen due to the motor error alarm. The pump a cracked display window corner and cracked battery tube threads. There was no damage on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motion sensor test failure alarm. The blood glucose at the time of the incident was 218 mg/dl. The customer had an MRI while wearing the pump. The drive support disk was normal. They were unable to rewind the pump. The pump had a crack on the bottom right corner of the lcd screen. Troubleshooting was not able to resolve the issue. The device was returned for analysis.